Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) patient arrived to the facility on (B)(6) 2017 for a regularly scheduled four-hour hd treatment via right tunneled jugular catheter. The hd treatment was initiated at 7:05am with no patient complaints. At 9:00am, the patient¿s blood pressure (bp) was 95/50 and pulse was 69 beats per minute. At approximately 9:15am, a nurse found the patient unresponsive with blood leaking between the arterial connector of the patient¿s arterial tunneled jugular catheter and the arterial portion of the fresenius bloodlines. Cardiopulmonary resuscitation (CPR) was initiated, emergency medical services (ems-911) was called, and the patient was given 2000 cubic centimeters (cc) of normal saline (ns). The patient was transported via ambulance to st. Joseph¿s hospital emergency room by paramedics. Per the ems report, the patient was found at the dialysis facility in full cardiac arrest and had lost approximately 1.5 to 2.0 liters of blood from the dialysis catheter. Ems had given the patient epinephrine four times in the ambulance. Ems arrived at the hospital emergency department at 9:48am and was given additional care but was subsequently pronounced dead at 10:05am. The patient¿s cause of death was reported as unknown, with secondary causes of cardiac arrest (cause unknown) and hemorrhage from vascular access. It was reported that the 2008t hd machine in use at the time of the treatment did not alarm or provide any errors at the time of the incident. The 2008t hd machine was removed from service following the event for an evaluation by the facility¿s on-site biomedical technician (biomed). The biomed verified machine operations and returned the machine to service at the user facility. No of fresenius products or devices that were in use during the hd treatment are available to be returned to the manufacturer for analysis.

Manufacturer narrative:
This MDR was submitted on the optiflux dialyzer in error. This patient adverse event is reported against the involved fresenius products under submissions 8030665-2017-00830 and 2937457-2017-01021. The information received on this event does not reasonable suggest that the fresenius optiflux dialyzer may have caused or contributed to a death, serious injury, or malfunctioned which would likely cause or contribute to a death or serious injury if the malfunction were to recur. No further follow-up will be expected.